Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, lot# j11174r09, implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at 100 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient did not get good efficacy since he got his pump replacement last (B)(6). It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. They had tried to aspirate to do a dye study, however they were unable to. It was noted the hcp thought the catheter was broken on the pump segment. The catheter was then replaced and the event was noted to be resolved. The patient was noted to be "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.